Event description:
Irrigating bipolar at first worked but then the cut function light began flashing. The pedal was checked and wasn't stuck. Machine turned off to reboot, then came back on with the cut function stuck on 0 and the coag reading 35. The voice alarm was repeating a garbled, droning alarm. Biomed came and removed the machine.